Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026, which led to hyperglycemia and symptoms of fatigue. The blood glucose level was 303 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.